Event description:
Additional information was received wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient system was autoreducing. Diagnostics discovered the patient's lead had all contacts with high impedance and a suspected lead fracture. Surgical intervention is planned to address the issue.